Manufacturer narrative:
Unit passed self test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no issue. Customer's blood glucose level was 124 mg/dl. The device will be returned for analysis.